Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due to bent cannula. Customer reported that blood glucose was 400 mg/dl. Customer was on vacation and had to change infusion set several times in one day and was wearing last infusion set. Customer received no delivery alarms and did troubleshooting. Call could not continue and phone connection was lost.